Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2020. Customer's blood glucose level was 22 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer does allege insulin pump was over delivering because she taking less insulin that she previously used to. Customer treated with sugar water and glucagon. The insulin pump will be and reservoir will not be returned for analysis.